Manufacturer narrative:
Information in this report was also submitted under mrn: 9617229-2022-32009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Email received from sheila millar (personal assistant to mr david floyd) on 09/jun/2021 forwarding a medical letter that confirms a rupture. (See attached).